Event description:
It was reported that during ambulance transport, there were instances of "going over a bump" and had "a channel fall off the tower." The device would then provide a message that "there is no connection" after which the crew would have to "totally shut down the device and restart." The event occurred during epinephrine infusion. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during ambulance transport, there were instances of "going over a bump" and had "a channel fall off the tower." The device would then provide a message that "there is no connection" after which the crew would have to "totally shut down the device and restart." The event occurred during epinephrine infusion. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.